Manufacturer narrative:
This supplemental MDR is being submitted to make a correction and clarification on the initial MDR. Section h10 in the previous MDR said that the device was not returned to olympus medical systems corp. However, as section d9 suggested, the device was actually returned to olympus facility.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the device's appearance has an abnormality and the air/water supply of the device was poor. The user also found that foreign material was exited out from the device during device cleaning. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the user handling of the reprocessing was inappropriate. If significant additional information is received, this report will be supplemented.